Event description:
It was reported that the cable on the flex arm was broken so that all parts disassembled. Although the instrument was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
Functionally evaluated flex arm rigidity by manually fully tightening and manipulating the instrument. The instrument tip was I nsufficiently rigid after full tightening. The above observations are consistent with anticipated wear due to a worn internal cable, resulting in the foregoing event.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.